Manufacturer narrative:
Correction: the device UDI was inadvertently provided incorrectly in the initial MDR. Correct UDI now provided. Analysis of the returned vertek arm could not confirm any failure as it passed all tests and functioned as intended without issues.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the navigation system's articulating arm is loose even when the handle screw is tightened. No further details regarding the issue were provided. There was no patient present when this issue was identified.